Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found the sight glass to be cracked. The cracked sight glass caused the reported water and steam leak. The technician replaced the sight glass, tested the sterilizer and confirmed the unit to be operating properly. The sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water and steam were leaking from their sterilizer. No report of injury.